Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the attachment device would not hold the cutter devices. During service and evaluation, it was determined that the attachment device was vibrating, the locking mechanism was stiff, the device middle section, back end gears, and the inside of the nose tube were corroded, the bearing was damaged, the cutter could not be inserted and the device was difficult to assemble/disassemble. It was further determined that the device failed pretest for thimble set screw, cutter insertion and vibration assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.